Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain and suffering and permanent injuries.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The IFU states under precautions: "avaulta biosynthetic mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds. The avaulta biosynthetic mesh implantation procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. Excessive tension should be avoided on the avaulta biosynthetic mesh and suture attachment points to account for wound shrinkage during the healing process." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Per additional information received, the patient has experienced "loss of urine through vagina as well as urethra all the time, day and night", painful urination, urge incontinence, loss of intimacy with her husband, recurrent bladder infections, intermittent numbness pelvic region, need to wear incontinence pads, anxiety, depression, lower energy level, loss of enjoyment of life, impairment of family relationship, and uneasiness; a bladder to vagina fistula was diagnosed by dr. (B)(6) on (B)(6) 2009 and he performed closure of the fistula and partial removal of mesh on (B)(6) 2010 at (B)(6) hospital; more mesh was removed on (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced exacerbated incontinence post-surgery, ureterovaginal fistula, vaginal wall dehiscence, constant dribbling and leakage, complete insensible loss, small urethral caruncle at external meatus, divot-like abnormality of mucosa with scar banding underneath the left of the trigone, mesh erosion (bladder and vagina), inflammation, vesicovaginal fistula with complex repair, revision of graft, mesh exposure with adherent crystals, insertion of cook biodesign graft, overactive bladder, persistent mesh in bladder, recurrent urinary tract infections, second revision and removal of mesh, anterior bladder perforation, dyspareunia, urinary urgency, vaginal pain, nocturia, large bladder calculus, urinary frequency, pelvic pain, pyuria, microscopic hematuria, removal of bladder stones ((B)(6) 2013), ((B)(6) 2014), mesh removal, ((B)(6) 2017), bladder pain, and laser lithotripsy of bladder stones greater than 5 cm with a large portion of mesh removed on ((B)(6) 2018), required multiple surgical and nonsurgical interventions.